Event description:
It is reported that tines in the acetabular component fractured. The pt did not experience any symptoms and declined revision surgery.

Manufacturer narrative:
Evaluation summary: neither x-rays nor surgical notes were returned, therefore, component fit and orientation could not be determined. It is unk if the pt adhered to proper rehabilitation protocol. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. Manufacturing documentation could not be reviewed because item and lot information was not provided. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.